Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the patient's device alarmed for electromagnetic interference, which was due to the procedure the patient underwent. The alarm was cleared and the device remains in use. No patient complications have been reported as a result of this event.